Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions and due to leaflet perforation. A cause for the reported unspecified tissue injury resulting in mitral regurgitation cannot be determined. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report partial clip movement and a leaflet perforation requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A xtw clip was advanced in the patient and many grasping attempts were made in order to get an adequate reduction in mr. The clip was eventually placed laterally on a2/p2. A second xtw clip was positioned on a1/p1 but after detachment from the delivery system, the clip moved slightly about 5° in the anterior direction and a perforation in the posterior leaflet was noted. Per the physician, the perforation was due to the second implanted xtw clip. The clip remained stable on the leaflets and a third clip was attempted to be implanted for stabilization of the leaflet perforation. The clip was not implanted as the pressure gradient increased to 5 mmhg. Once removed the pressure gradient returned to baseline. There were no patient consequences due to the increase. The procedure was completed with unchanged mr grade 3. No additional information was provided.